Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jul-2023. The most recent information was received on 25-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 940968) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic menstruation") and depression ("depression") and was found to have weight increased ("weight gain"). In 2016 she experienced pruritus ("itching"), arthralgia ("joint pain"), eczema ("eczema"), sleep disorder ("sleep ") and adenomyosis ("adenomyosis"). In 2021 she experienced burnout syndrome ("burnout") and periarthritis ("capsulitis"). In 2022 she experienced fibromyalgia ("diagnosed with fibromyalgia") and fatigue ("fatigue"). The patient was treated with physical therapy (rheumatology). Essure treatment was not changed. At the time of the report, the depression had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, pruritus, weight increased, arthralgia, eczema, sleep disorder, adenomyosis, burnout syndrome, periarthritis, fibromyalgia and fatigue were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, weight increased, depression, arthralgia, pruritus, eczema, sleep disorder, adenomyosis, burnout syndrome, periarthritis, fibromyalgia or fatigue. The reporter commented: request for rqth (recognition of the status of disabled worker) approval validated because of frequent sick leave treatment and management with rheumatology, pain treatment with physiotherapy, balneotherapy, medical practice follow ups and administration of medicinal products for depression because active lifestyle completely impaired and almost zero. Waiting for an appointment with a gynecologist scheduled in august for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Lot number: 940968 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 940968) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("hemorrhagic menstruation") and depression ("depression") and was found to have weight increased ("weight gain"). In 2016 she experienced arthralgia ("joint pain"), pruritus ("itching"), eczema ("eczema"), sleep disorder ("sleep ") and adenomyosis ("adenomyosis"). In 2021 she experienced burnout syndrome ("burnout") and periarthritis ("capsulitis"). In 2022 she experienced fibromyalgia ("diagnosed with fibromyalgia") and fatigue ("fatigue"). The patient was treated with physical therapy (rheumatology). Essure treatment was not changed. At the time of the report, the depression had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, weight increased, arthralgia, pruritus, eczema, sleep disorder, adenomyosis, burnout syndrome, periarthritis, fibromyalgia and fatigue were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, weight increased, depression, arthralgia, pruritus, eczema, sleep disorder, adenomyosis, burnout syndrome, periarthritis, fibromyalgia or fatigue. The reporter commented: request for rqth (recognition of the status of disabled worker) approval validated because of frequent sick leave treatment and management with rheumatology, pain treatment with physiotherapy, balneotherapy, medical practice follow ups and administration of medicinal products for depression because active lifestyle completely impaired and almost zero. Waiting for an appointment with a gynecologist scheduled in august for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.